Manufacturer narrative:
As reported, two mynx control venous vascular closure devices (vcds) were deployed with no issues. Hemostasis was achieved in the lab with no issues. When the patient arrived in recovery, approximately thirty to forty-five minutes later, the site bled and continued to bleed even after manual compression. Quickclot, lidocaine with epinephrine, and a femstop was applied. Bleeding did not stop until the early hours of the following day. The patient continued on bedrest until morning the following day and was then discharged. The procedure was a watchman/atrial fibrillation ablation case. The mynx vcds were deployed on the left side, with 8f and 11f access. The right groin had 15f access and was closed with a non-cordis vcd with no bleeding issues. The user was in training for the device. There was no malfunction of the device. The deployer had a little trouble advancing the mynx device into the 8f (closer to the head sheath) so pulled it back approx. 1 cm and the device inserted with no issue and no deployment issues. Hemostasis was achieved. The stick location was at the femoral head. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The patient received 20,000u of heparin during the procedure, and protamine 30mg was given ten minutes prior to closing. Thrombolytics were not used during the procedure. The patient's blood pressure was not elevated. The devices were not returned for analysis. The product history record (phr) reviews of lot f2527303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-inability to achieve hemostasis¿ could not be observed as the devices were not returned for analysis and no procedural images were provided. Also, the reported event of ¿mynx control system-resistance/friction with csi¿ that occurred with one of the devices could not be observed as the device was not returned. The cause of the issues experienced could not be determined. Failing to achieve hemostasis after vascular closure of a vein is a common procedural complication and is frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, the proper placement of the sealant at the venotomy, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Based on the information available for review, it is not possible to determine what factors may have contributed to the resistance/friction experience during device insertion, or reported site bleed that occurred during recovery. However, patient factors, pharmacological factors and/or handling factors (user was in training) possibly contributed to the hemostasis failure reported. Additionally, concomitant device factors or access site vessel characteristics likely resulted in the resistance/friction event experienced as it was able to be inserted with minimal adjustment. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, users are informed to maintain fingertip compression on the skin during removal of the device with the procedural sheath from the patient and to continue to apply fingertip compression for up to 1 minute or as needed. The user is then instructed to apply a sterile dressing once hemostasis is achieved. Also, the IFU states, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath. Neither the phr reviews, nor the information available for review suggests that the reported events are related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two mynx control vascular closure devices (vcds) were deployed with no issues. Hemostasis was achieved in the lab with no issues. When the patient arrived in recovery, approximately thirty to forty-five minutes later, the site bled and continued to bleed even after manual compression. Quickclot, lidocaine with epinephrine, and a femstop was applied. Bleeding did not stop until the early hours of the following day. The patient continued on bedrest until morning the following day and was then discharged. The procedure was a watchman/atrial fibrillation ablation case. The mynx vcds were deployed on the left side, with 8f and 11f access. The right groin had 15f access and was closed with a non cordis vcd with no bleeding issues. The user was in training for the device. There was no malfunction of the device. The deployer had a little trouble advancing the mynx device into the 8f (closer to the head sheath) so pulled it back approx. 1 cm and the device inserted with no issue and no deployment issues. Hemostasis was achieved. The stick location was at the femoral head. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The patient received 20,000u of heparin during the procedure, and protamine 30mg was given ten minutes prior to closing. Thrombolytics were not used during the procedure. The patient's blood pressure was not elevated. The devices will not be returned for evaluation.